Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: first name and last name of initial reporter is unknown. G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body replacement and posterior fixation procedure for an l4 burst fracture. It was reported that the initially selected cage could not be extended inside the surgical field, though it functioned correctly outside the field, so the gripping part of the inserter was loose. The cage was promptly replaced and the procedure completed without further issues. And the bone cement was hardened faster-than-expected that prevented timely screw refilling, it was mixed for 35 seconds and stored appropriately at or below 25°c (23±1°c for 24 hours prior to use). The cement filler device and mixer were involved as they were unable to use due to cement hardening. The procedure was briefly delayed by less than 60 minutes. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative regarding the reported products. The allegations were as follows: the bone cement exhibited early hardening issues; the bone filler device was reported to have bent due to early cement hardening; and the mixer, although it became unusable due to early hardening, had already been filled into the bone filler device at the time the issue was discovered.